Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose levels all weekend as well as insulin pump battery issues. A crack on the lcd screen was also reported. Troubleshooting found no problems with the device. The customer's blood glucose value was as high as 27.0 mmol/l and as low as 0.4 mmol/l. The customer was advised to use the correct brand of batteries in the future in the insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement, and to revert to a back up plan. No further info was provided.